Manufacturer narrative:
(B)(4). Concomitant medical product: antegrade femoral targeting guide system targeting guide handle small, cat#: 00249009810 lot#: ni. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the implantation of a trauma nail to treat a subtrochanteric fracture, the interface between the impaction head and the target handle sheared off while attempting to impact the nail. There was no report of fractured pieces falling into the patient's wound, however this did cause a delay in the procedure of sixty (60) minutes. No additional patient consequences were reported, and the procedure was successfully completed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI # (B)(4). Concomitant medical products: antegrade femoral targeting guide system targeting guide handle small, cat#: 00249009810 lot#: 07891935. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impaction head confirmed the product had fractured. Also noted there were scratches, scuff marks, impaction marks and dents on the surface, an indication of use. The threaded portion remained inside the returned target guide. The hardness check performed on the returned product found the part to be conforming to print specifications. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.